Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 14042 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information was requested, and the following was obtained: does your husband have an autoimmune disease? No. Is he currently taking steroids / immunization drugs? No, he did take a 10 day course of high dose pred (1mg/kg) and it did not seem to have much affect on the chest pains. Did your husband have any pre-existing dysphagia or other conditions (other than gerd)? No, only acid reflux that was well controlled on nexium. How severe was the dysphagia/odynophagia before intervention? No dysphasia prior to implant of the linx. Was there any hiatal hernia repair done at the same time as the implant? Yes, correction of a medium size hiatal hernia (unsure of size). Recent diagnostic procedures still show a small 1cm hernia still present. Placement of device: (B)(6) medical center (B)(6) on (B)(6) 2017. Removal of device: (B)(6) hospital (B)(6) on (B)(6) 2019. Continued treatment with (B)(6) hospital. Device model: lxmc14 lot #: 14042.

Event description:
It was reported that post implant of linx device that was implanted (B)(6) 2017 at the (B)(6) medical center (B)(6). Immediately post-surgery there were complications such as intense dysphasia, chest pains and regurgitation. The recommendations of the doctors at (B)(6) were to have esophageal dilations in hopes that they would relax the strictures around the device. There procedures were incredibly painful and did not provide any relief. Sadly, many days and nights ended up with us at the emergency room due to exorbitant amounts of pain with the constant fear that the device had perforated or moved. Thankfully this never happened but still the pain remained, all the while the patient was unable to eat anything solid without either incredible pain or regurgitation. These pains persisted for over a year (lost almost 20 pounds), and had the device removed (B)(6) 2019 at (B)(6) hospital in (B)(6) (we had been just been transferred by the us navy). We were both incredibly excited at the thought of this being the end of the of this painful journey, sadly we were mistaken. It seems that the issues have multiplied but even gotten worse since the removal. Continuous stabbing chest pains, painful and forceful regurgitations with bouts of dysphasia. The doctors have prescribed calcium channel blockers (nifedipine, diltiazem and nitro) with no relief and also valium which seems to help sometimes. The daily constant pains have gotten to the point that quality of life has been greatly diminished. Patient is otherwise healthy but lives everyday with debilitating pain.